Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit but was unable to duplicate the reported issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down on its own. The end user was able to turn the iabp unit back on and observed normal operation. The end user resumed therapy on the patient without swapping out the iabp unit. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down on its own. The end user was able to turn the iabp unit back on and observed normal operation. The end user resumed therapy on the patient without swapping out the iabp unit. There was no patient harm and no adverse event was reported.